Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22688 , 1627487-2020-22689. It was reported the patient had effective therapy but diagnostics would show fluctuating impedance values on the left l1 lead. In turn, during a procedure on (B)(6) 2020 to add a lead for additional coverage the it was discovered one of leads could be easily removed from the header. As a result, during the procedure l1 lead was reseated in the header and tightened. The issue resolved.